Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.. H6 health effect - clinical code - e0131 speech disorder. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the night of (B)(6) 2025, the patient had dinner with friends and in the middle of the night she started vomiting. She stated that the cgm was "not low or anything" when she checked. The following morning ((B)(6) 2025), she was still vomiting and was dehydrated. She reportedly could not talk and was incoherent. She thought maybe she was having a stroke. Her husband brought her to the hospital. During this time, it is unknown what the cgm was displaying. At the hospital, a bg was checked and it was 999 mg/dl. The patient was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit (ICU). The patient as treated for pneumonia with antibiotics and IV and mouthwash. Her glycemic state improved after 2 day and was discharged after 5 days. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.